Event description:
It was reported intermittent occlusion alarms occurred, eventually resulting in the customer's blood glucose to display as "High"; a specific value was not provided on (b)(6)2026. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies, however, occlusions continued. Upon troubleshooting with Tandem Clinical Support it was discovered the customer would remove the O-ring from the cartridge due to it not fitting, however, during troubleshooting it was found an O-ring was left behind. The customer was guided by support to remove the O-ring which allowed insulin therapy to resume and occlusions to resolve. Reportedly, the customer uses cold insulin which is considered off label use.